Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the customer's reported issue and returned the defective power board to vyaire medical for failure analysis. Failure analysis: vyaire medical was able to verify the reported issue during testing and evaluation. During the initial bench test, the power board failed to power up the golden testing ventilator, failed calibration testing, and failed to working properly. Visual inspection of the ventilator and reveal a fuse on the power board had over heated and blown.

Event description:
It was reported to vyaire medical that the unit would not power up. While in service, it was discovered that the unit had overheated. There was no patient involvement associated with this complaint.